Manufacturer narrative:
Additional information: the catheter was returned for evaluation. The catheter was visually inspected: the ends of the catheter were clean cut. The catheter was irrigated, no occlusions noted. No problem was noted with the 70mm of catheter. A review of manufacturing records could not be performed, as no lot number information has been provided. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that after implantation of a medos ventricular catheter, the patient was hospitalized and revision of the device was performed. The valve was implanted to the patient; however, the date of implant and initial setting were unknown. The condition of the patient suddenly changed and was urgently hospitalized. The csf was examined but no problems could be identified. A cyst was found around the ventricular catheter with diagnostic imaging. The revision surgery of ventricular catheter was performed and currently, it is ligated. The revision surgery will be performed. No further information was provided by hospital. The product will be returned to your site.